Event description:
Per the clinic, the patient experienced pain due to migration of the implant towards the external auditory canal. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced headaches and pain when wearing the external sound processor in (B)(6) 2025 due to the migration of the receiver-stimulator.